Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead had unstable thresholds, noise, non-capture and was not sensing. It was revealed that the lead had pulled back out of the atrium into the vein. The lead was attempted to be repositioned but after several unsuccessful attempts the lead was removed and noted to have scar tissue like material believed to be the cause of unsuccessful screw fixation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.